Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that blood glucose value was approaching 500mg/dl and last friday it was in the range of 400mg/dl. Customer¿s current blood glucose value was 234mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.